Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# j0177964r, implanted: (B)(6) 2001, explanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a manufacturer representative regarding a patient receiving unknown medication(s) at unknown dose/concentrations at the time of the event via an implanted infusion system for non-malignant pain and chronic low back pain. A print report was provided from when the patient's pump was examined on (B)(6) 2016. Within the notes of the programming, it was indicated that the catheter was replaced on (B)(6) 2012. No symptoms were indicated. No further information regarding the replacement was provided. Additional information has been requested regarding who reported the event to the representative, the reason for the replacement, what symptoms occurred, if any troubleshooting was performed, if the cause of the issue was determined, and the medication information, but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.